Manufacturer narrative:
Evaluation summary: the returned intraocular lens was examined and verified to have signs of handling. Linear scrape marks were observed on the surface of the optic. No concentric rings were observed. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.

Event description:
A surgeon called to report observing concentric rings on the intraocular lens following implant surgery. The surgeon did not feel this observation affected the patient's vision. Additional information was provided by the surgeon during a follow-up phone conversation on 10/20/2006. He stated the lens had been exchanged due to the patient's complaints of severe negative dysphotopsia. The surgeon commented that he did not see the previously reported rings when he examined the explanted lens. The patient is symptom free following the lens exchange. The surgeon feels the previously reported concentric rings were merely a coincidence and not necessarily a contributing factor to the patient's subsequent report of visual disturbances. Additional information has been requested.